Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for movement disorders. The caller reported that an elective replacement indicator was seen on the patient's ins on (B)(6) 2018. The caller reported the patient could not move from their bed to their chair starting a couple of days ago. The caller reported that the patient was getting weaker and weaker starting a couple of days ago. The caller reported that a replacement surgery was scheduled for (B)(6) 2018. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The circumstances that led to the weakness was the dead battery. The replacement of the device did not resolve the issue, the patient was in the nursing home now. The patient weight was updated.